Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being(B)(4). Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the motor's functional analysis. The log file captured multiple intermittent s3 alarms on (B)(6) 2025. The console was shutdown at 10:29:59 and powered back on at 11:22:49. The console was shutdown and powered back on multiple times throughout the reported event date. This is consistent with the report of the console being powered on and off in attempt to troubleshoot the alarm. The s3 alarm continues to intermittently activate throughout the reported event date. The motor was disconnected at 13:43:31 and reconnected at 13:44:15, consistent with the motor being disconnected and connected in attempt to troubleshoot the alarm. No other notable events were observed. The returned centrimag motor (serial number (B)(6) was tested alongside the returned console (evaluated separately) and a test console. During both tests, an s3: system fault alarm became active, isolating the cause of the issue down to the motor. The alarm activated when the motor cable was flexed isolating the issue to the motor. Per the customer¿s request, the motor was returned to the customer site and was labeled ¿not for human use.¿ the root cause for the reported event was determined to be an issue with the motor cable; however, a further root cause could not be conclusively determined through this investigation. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was an s3 alarm on the console during a quarterly training. The console was powered on and off and the issue did not resolve. The motor was disconnected and reconnected, and the s3 alarm still did not resolve. The motor was exchanged and the alarm resolved. It was said that the motor and the console would return for further evaluation.